Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the continuity testing showed channel #6 electrical open was found on the returned lead. The cause of the event remains unknown.

Event description:
It was reported that patient was unable to enter MRI mode due to high impedance on lead. As a result, surgical intervention was undertaken on an unknown date wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated. Date of explant is unknown.